Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed potassium, sodium, and chloride results while using the architect c4000 analyzer ict module. The following data was provided. The customer uses the following normal ranges for potassium 3.5 to 5.2 mm, sodium 135 to 145 mm, and chloride 96 to 110 mm. (B)(6). Potassium initial 1.1 mm, repeat 4.6 mm, sodium initial less than 100 mm, repeat 134 mm, chloride initial less than 50 mm, repeat 103 mm. Due to the initially depressed results, the patient was sent to the ER at another facility and was given 40 mg of potassium. No harm to the patient was reported as a result of the treatment. Additional specimen was drawn and tested after treatment. Potassium 3.9 mm, sodium 136 mm, chloride 106 mm. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found that the analyzer probe sample probe part 01g48-04 had been on the system greater than 12 months, however no damage was observed. The fse proactively replaced the probe. The fse verified instrument performance and the performance verification test (pvt) produced good results. The analyzer was returned to normal operation. Evaluation of the customer issue included complaint text review, a search for similar complaints, a labeling review, device history review, an instrument service review, and an instrument log review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Service history review identified no contributing factors to the customer issue. Log review showed the error code 3004 [unable to process test, liquid not found for sample pipettor at sample carrier] was observed for subsequent tests of the affected specimen. The observed error code indicates preanalytical issues with the specimen could not be ruled out, such as presence of a micro clot. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.